Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a display message of "signal loss" on his adc freestyle libre 2 reader on (B)(6) 2021, and thus was not able to receive alarm alerts when he was under-sugared. The customer subsequently experienced a loss of consciousness however, he regained consciousness and was able to self-treat. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (mbga153-g1475) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of ble (bluetooth low energy) rssi (received signal strength indicator) was performed, and observed signal loss alarms due to low/not present ble rssi value. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated.

Event description:
The customer reported receiving a display message of "signal loss" on his adc freestyle libre 2 reader on 08-jan-2021, and thus was not able to receive alarm alerts when he was under-sugared. The customer subsequently experienced a loss of consciousness however, he regained consciousness and was able to self-treat. No further information was provided. There was no report of death or permanent injury associated with this event.